Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure the wire broke on the long bipolar grasper instrument while inside the patient. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed around the proximal clevis area where the breakage occurred. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case using system sk6350 on august 19, 2024. The instrument was found with a broken grip cable at the idler pulleys. The cable was fully broken. The instrument was found to have various scratches on the distal end of the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.03¿ (0.76mm) to 1.12" (28.44mm) in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube.